Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a shock lead open fault message was observed upon interrogation of this implantable cardioverter defibrillator (ICD). Additionally, the ICD and this implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms and noise that was able to be reproduced with patient isometrics. Boston scientific technical services (ts) discussed the likelihood of a lead issue. Commanded shocks were performed and shock impedance measurements were observed to be 85-90 ohms in triad and 103-113 ohms in all other programmed configurations. An invasive procedure was performed. The lead was surgically abandoned and replaced. This ICD remains implanted and in service. No additional adverse patient effects were reported.